Event description:
It was reported that several cartridge were leaking from the cartridge septum. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a correction bolus via pump. Customer loaded a new cartridge to address the issue.